Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated properly and no physical damage was observed on the sensor patch. The sensor was found in state 1. Watermark was not observed at the base of the tail. No failure modes were observed upon visual inspection of the plug assembly. All results were within specification. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿check sensor¿ error message was received with the adc device and could not obtain sensor readings. The customer experienced sweating and a loss of consciousness and the customer was assisted in performing a glucose test by their spouse but no medical treatment was rendered. No further information was reported. There was no report of death or permanent injury associated with this event.